Manufacturer narrative:
The impella devices were not received from the customer and therefore, an evaluation of the devices was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Abiomed complaints team received a publication entitled "short-term mechanical circulatory support for recovery from acute right ventricular failure: clinical outcomes", it was noted that two of four patients developed hemolysis during impella rp support. One instance resolved following impella explant and the other case resolved spontaneously after 72 hours of support.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device was not returned for evaluation. Clinical information was insufficient to determine the root cause. Therefore, the root cause of the hemolysis could not be determined. Added- h6 component code 925. Added citation: cheung, a. W., white, c. W., davis, m. K., and freed, d. H. (2014). Short-term mechanical circulatory support for recovery from acute right ventricular failure: clinical outcomes. The journal of heart and lung transplantation, 33(8), 794¿799. Https://doi.org/10.1016/j.healun.2014.02.028 f6/f8-should have been left blank. H.6 codes 4641 and 4628 were reported incorrectly on manufacturer device report 1220648-2024-11583.